Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. We did not receive a valid batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance.

Event description:
It was reported that the surgeon could not return blade. During the radical resection of lung cancer, after fired, found could not return the blade. The surgeon removed the battery and rotated for 180 degree and reinserted the battery. The knife reverse button still could not work. Used manual override lever to return the jaw. There were no adverse consequences to the patient.